Manufacturer narrative:
The supplemental report is being submitted to provide the investigation conclusion. Please see updates:g3, g6 and h2. Technical services provided the safety data sheet (sds) to the customer. According to the package insert in195000 v3.0: precautions: 21. The extraction reagent packaged in this kit contains saline, detergents and preservatives that will inactivate cells and virus particles. Samples eluted in this solution are not suitable for culture. Based on the above summary, the investigation is deemed complete. The product will continue to be monitored and tracked.

Manufacturer narrative:
The supplemental report is being submitted to provide the investigation conclusion. Technical service provided the safety data sheet to the customer and no further action is required. According to the package insert in195000 v3.0: precautions: the extraction reagent packaged in this kit contains saline, detergents and preservatives that will inactivate cells and virus particles. Samples eluted in this solution are not suitable for culture. Based on the above summary, the investigation is deemed complete. The product will continue to be monitored and tracked.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported accidentally putting the binaxnow covid-19 ag extraction reagent into her eye thinking it was her eyes drops. The customer was advised to take first-aid measures after eye contact and to rinse her eyes with water as a precaution. Also, was advised to seek medical attention if she experiences a reaction. No further information, including event details, treatment and outcome, was provided. Attempts to gain further information were unsuccessful.